Manufacturer narrative:
Device returned, evaluation completed.

Event description:
It was reported that cast removal procedure the screw that holds the blade guard, was stripped. It was subsequently noted that on return of the device to the manufacturer, the cast cutter blade was broken. It was also reported that there were no delays, no medical intervention and no adverse consequences as a result of this event.

Event description:
It was reported that during cast removal procedure, the screw that holds the blade guard was stripped. It was subsequently noted that on return of the device to the manufacturer, the cast cutter blade was broken. It was also reported that there were no delays, no medical intervention and no adverse consequences as a result of this event.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete.